Event description:
It was reported that charging cable was damaged, with exposed wires and unstable connection that made charging very difficult although supplies were still functional. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support and was provided replacement charging supplies with two-day shipping, and no additional information was received regarding the outcome of the event.